Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 3.50x20mm promus element drug eluting stent was advanced to treat the lesion. However, it was noted that the stent dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: an f/g,promus element,mr,ous 3.50x20mm stent delivery system (sds) was returned for analysis without a stent. A visual and microscopic examination of the crimped stent found that the stent had been separated from its sds and damaged. The stent was severely damaged and stretched along its entire length. The balloon was reviewed. The stent was not on the balloon. The balloon folds were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the balloon indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 3.50x20mm promus element ¿ drug eluting stent was advanced to treat the lesion. However, it was noted that the stent dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.